Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen screen. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the screen is not blank after inserting new battery and insulin pump did not alarm following new battery insertion. Customer reports the time clock did not advance. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.